Event description:
The user's hearing performance with the device is affected. The user sustained a trauma to her implant on the (B)(6) 2021 whilst walking on a sidewalk. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results and the reported accident appear to match the problems mentioned in the patient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user sustained a trauma to her implant on the (B)(6) 2021 whilst walking on a sidewalk.